Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a call from the patient's son reporting that the patient passed away on (B)(6) 2017, which was the same day as the implant procedure. The field representative was contacted for additional information and stated that it was believed the patient had a pneumothorax because the physician experienced access issues during the implant procedure using a non-boston scientific sheath to implant a boston scientific right ventricular (rv) lead. After the procedure completed, the patient coded while in the ICU. They were able to rescue the patient the first time, but the patient coded again and passed away that evening. The device was not interrogated after the patient died and is not available for return. An online obituary noted the patient was buried.